Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient experienced migraines following a lead migration. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The patient decided to have the device removed and there have no reports of further complications. The patient had previously been receiving effective pain relief from the device.